Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, diverticulitis, degenerative disc disease and esophageal dilatation. Concomitant products included estrogen nos (estrogen) since 2017 and lisinopril since 2017. On (B)(6) 2010, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: in (B)(6) 2016 patient requires surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2016: negative. (B)(6) 2010, essure confirmation test revealed everything was in the right place at that time. On (B)(6) 2016, ultrasound scan vagina revealed there were echogenic structure was identified most suggestive of normal essure implants in appropriate position. 2. Solitary intramural uterine fibroid 2.3 cm. 3. No solid adnexal masses or pelvic free fluid. On (B)(6) 2016, pelvis ultrasound scan revealed there are echo genic structure was identified most suggestive of normal essure implants in appropriate position. Solitary intramural uterine fibroid 2.3 cm. No solid adnexal masses or pelvic free fluid. Usg showed normal uterus with endometrial thickness 5mm. (B)(6) 2016, pathology reports: surgical final diagnosis uterus, cervix, right and left fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy:leiomyoma. Proliferative endometrium. Mild acute and chronic cervicitis. Fallopian tubes with no significant pathologic abnormality. Surgical clinical information irregular menses and pelvic pain. Surgical gross description. Right fallopian tube: the right fallopian tube measures 6.2 cm in length x less than 0.7 cm in diameter and displays a dark pink to red and congested serosal surface. The fimbriated end is dark red and congested. Located within the cornual region and extending into the fallopian tube is a 2.5 cm in length x 0.3 cm in diameter silver colored and coiled object consistent with essure. This is firmly embedded in and infiltrated by surrounding tan pink soft tissue. No erythema or purulent material is identified. The cut surface of the tube is tan pink and smooth. Left fallopian tube: the left fallopian tube measures 5.7 cm in length x up to 0.7 cm in diameter and displays a dark pink to red and congested serosal surface. The fimbriated end is dark red and congested. Located within the cornu and extending into the left fallopian tube is a 3 cm in length x 0.2 cm in diameter silver colored metallic coil structure consistent with an essure. This is surrounded by and infiltrated by tan pink soft tissue. The tissue surrounding the device is erythematous, but no purulent tissue is identified. The cut surface of the tube is tan pink and smooth. Located within the cornu, extending into the left fallopian tube, is a 3 cm in length by 0.2 cm in diameter silver colored coiled object consistent with an essure device. This is firmly embedded in and infiltrated by tan pink soft tissue. The essure devices cannot be removed without destruction of the device or tissue within the device. Each essure device will be removed with preservation of the device and the tissue within the device, wrapped in separate paper towels and saved within the specimen container. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: in (B)(6) 2016 patient requires surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on (B)(6) 2010, essure confirmation test revealed everything was in the right place at that time. Most recent follow-up information incorporated above includes: on 12-apr-2018: reporter information was updated. This case concerns adult patient. Her demographics were updated. Essure indication was added. Essure removal date was added. Event: lower abdominal pain was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent pelvic surgery). At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: in (B)(6) 2016 patient requires surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.